Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass grafting (CABG), (number of ana stomoses: 1) through sternotomy on the (B)(6) 2023. On the day of the procedure a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a ft-10 generator were used. The left atrial appendage (laa) closure was amputated/ excised and over-sewn. Left pulmonary vein (lpv) block was not performed as the pre-procedure transesophageal echocardiography (tee) could not rule out thrombus in the laa, patient was in arterial fibrillation and cardioversion was contraindicated due to this, it was stated that therefore block did not need to be done as specified by clinical representative. The right pulmonary vein (rpv) conduction block was achieved. On (B)(6) 2023 the patient experienced new junctional rhythm after the index procedure. Antiarrhythmics were stopped due to the junctional rhythm. The patient status is recovering/resolving the adverse event was deemed by the site as possibly related to the concomitant procedure, unlikely related to the study devices and probably related to the study procedure. The site provided the following rationale for relating the adverse event to the concomitant procedure; was not in junctional rhythm preop, possibly related to the aortic valve replacement. The adverse event was deemed by the sponsor as related to the concomitant and study procedures and not related to the study devices.

Manufacturer narrative:
Medtronic received additional information that the adverse event was deemed by the site as possibly related to the concomitant procedure, unlikely related to the cardioblate lp clamp and cryoflex probe study devices and probably related to the study procedure. The adverse event was deemed by the site as not related to the cryoconsole. The site provided the following rationale for relating the adverse event to the study devices; junctional rhythm common after after maze procedure regardless of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the patient outcome status was recovered/resolved on the (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.